Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the dreamtome would not bow and the cut wire appeared to be bent. The procedure was completed with a new dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; the cut wire was broken.

Manufacturer narrative:
The investigation results of cut wire was broken. A visual evaluation of the returned device found that the working length was twisted and bent. The cut wire was bent and broken and the broken ends appeared blackened. One end of the broken cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 19 mm from the distal pierce hole. The proximal end of the cut wire could not be extended out through the proximal pierce hole due to the condition of the device. The od of the exposed cut wire was measured and found to meet specification. The condition of the returned unit was consistent with the complaint incident that the tome would not bow. However, from the investigation, it was noted that the exposed cut wire was broken. The broken sections of the cut wire remained attached to the device. Based on the product analysis, the most probable root cause of operational context is being selected likely due to the procedural factors/ generator settings. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.